Event description:
The customer ordered rigid gas permeable (rgp) lenses on (B)(6) 2010 from our web site, vision direct. The customer contacted our customer care department on (B)(6) 2010 stating that the lenses had shattered in his eye. Following that conversation, we sent replacement rgp lenses to the customer free of charge. On (B)(6) 2011, the customer contacted our customer care department stating that the lenses shattered in his eye again. He visited his eye care provider and has eye damage that needs medical attention.